Event description:
Event description cpi received information that after the implantable cardioverter defibrillator (ICD) delivered a shock it began to emit a beep tone and the ICD could not be interrogated. The ICD was removed and replaced. Cpi received additional information that the patient is a radio amateur that works with high frequency amplifiers to 1000 watts.